Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A pharmacist reported a customer received higher readings on the adc meter compared to laboratory test results. The pharmacist stated that the customer was already in the hospital and frequently has hypoglycemic episodes when admitted due to their diabetes not being well managed. During the hospitalization, the customer had a loss of consciousness so the hcp did a capillary test with the adc meter and obtained a blood glucose of more than 100 mg/dl (the pharmacist does not recall exact reading) compared to a blood glucose of 50 mg/dl performed on the hospital meter. The pharmacist doesn¿t know what, if any, third party medical treatment was rendered to the customer. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the vision meter papillon freestyle were reviewed and the dhrs showed the vision meter papillon freestyle passed all tests prior to release. Clinical data was reviewed and confirmed that the freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for the freestyle strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle strips, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A pharmacist reported a customer received higher readings on the adc meter compared to laboratory test results. The pharmacist stated that the customer was already in the hospital and frequently has hypoglycemic episodes when admitted due to their diabetes not being well managed. During the hospitalization, the customer had a loss of consciousness so the hcp did a capillary test with the adc meter and obtained a blood glucose of more than 100 mg/dl (the pharmacist does not recall exact reading) compared to a blood glucose of 50 mg/dl performed on the hospital meter. The pharmacist doesn¿t know what, if any, third party medical treatment was rendered to the customer. There was no report of death or permanent injury associated with this event.